Event description:
Additional information was received from the rep on february 8th. The rep reported that the patient¿s leads test with good impedance, so the rep suspected the issue might be related to the extensions. The rep stated that the patient had discussed this issue with a treating pa, but that they had an appointment with a physician in (B)(6). Additional information was received from the rep on march 6th, 2019. The rep stated that the patient had cancelled his appointment. Additional information was received from the manufacturer representative (rep) on april 1st. The rep reported that it was undetermined as to the reason the patient was getting intermittent stimulation. The rep tried a new program but there were the same results. The patient wanted to discuss battery replacement with his physician.

Manufacturer narrative:
Correction to event description, date correction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Codes already reported on implantable neurostimulator (ins), but also apply to extensions (s/n's: (B)(4)) since it is unknown whether the event originated from the ins or the extensions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Product ID 3708140, serial# (B)(4), product type: extension. Product ID 3708220,serial# (B)(4), product type: extension. Product ID 3708140, serial# (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on february 2nd, 2019. The rep reported that the patient¿s leads test with good impedance, so the rep suspected the issue might be related to the extensions. The rep stated that the patient had discussed this issue with a treating pa, but that they had an appointment with a physician in (B)(6). Additional information was received from the rep on march 6th, 2019. The rep stated that the patient had cancelled his appointment. Additional information was received from the manufacturer representative (rep) on april 1st. The rep reported that it was undetermined as to the reason the patient was getting intermittent stimulation. The rep tried a new program but there were the same results. The patient wanted to discuss battery replacement with his physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. The rep reported that the patient¿s stimulation generally works pretty well, but sometimes it will go away and he can't feel it. The patient stated that he hits the backside (technical services interprets this to mean hits the ins) and gets it going again. The patient can change positions or manipulate the ins to get it going again too. The rep checked the impedances and they are normal. The rep stated that the patient has had falls in the past, but nothing that correlates to the onset of this. The rep noted that they will speak to the patient¿s healthcare provider (hcp). No further complications were anticipated/reported.